Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that led to the event but the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 283 mg/dl at time of reporting. Nothing further reported.